Event description:
The representative reports that the patient was shocked over 30 times between (B)(6) 2014 due to noise on the rv lead. The device is now eos and is scheduled for changeout. (B)(6) 2014 - we were informed this system was explanted last week and replaced with an OEM system. The exact date of explant is not available at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
This device was explanted on (B)(6) 2014. Upon receipt, the lead was found dissected. The distal and proximal parts of the lead were returned for analysis but a fragment in between was not received. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead fragments was scrutinized. The analysis of the lead demonstrated several signs of abrasion. In the distal part, a rubbed through insulation was found. This insulation damage can be considered to be the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the visual inspection showed multiple damages which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.